Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced high temperature issues, the temperature exceeded a user-selected cutoff value therefore, the rf power was deactivated immediately. The generator performed as intended. Catheter was removed from patient and found a blood clot on the tip. The procedure was completed successfully with a similar device without patient consequence. This event is being reported because clot can potentially contribute to an adverse event.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #s: 17059013m and 17059098m were provided, the device history record(s) were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the devices for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and experienced high temperature issues, the temperature exceeded a user-selected cutoff value therefore, rf power was deactivated immediately. The generator performed as intended. Catheter was removed from patient and found a blood clot on the tip. Physician felt irrigation was inadequate when flushing catheter outside patient. Therefore, change catheter to continue the procedure; nevertheless, second device could not be deflected as intended. The procedure was completed successfully with a third catheter without patient consequence. This event is being reported because clot on the first catheter can potentially contribute to an adverse event. The bwi failure analysis lab received the devices for evaluation. The first returned device was visually inspected upon receipt and it was found in normal conditions; no clot was observed on catheter. Per the event, the device was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint cannot be confirmed. The second device was visually inspected upon receipt and it was found that in the transition area between lumen and peak housing was cracked and with a brownish red material. Also a small bump was observed at tip lumen to transition. Per deflection complaint, the catheter was tested for deflection and the catheter failed. Afterwards an x-ray of the catheter was taken and it was noticed that one of the puller wires was found broken and the t bar that belongs to the other catheter puller wire was slightly slid down getting caught at tip. This condition may contribute to the bump observed due to the fact that the t-bar is applying stress at that point. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to these complaints. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to address t bar issue, peek housing issue on smart touch families, t-bar exposed at catheter tip and puller wire issues at handle for bidirectional families.